Manufacturer narrative:
E1. Initial reporter phone:+(B)(4). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000289 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and patient experienced bleeding at the sheath site treated with medication and pressure. Blood pressure decreased during cag after completion of ablation. No pericardial effusion was observed. Bleeding from right thigh was observed. The bleeding was confirmed from the sides of the sheath due to strong bending and stretching of the leg. The blood pressure stabilized with hemostasis at puncture site and administered vasopressor. There were no abnormalities observed before or while using the product. The physician's opinion is no causal relationship with biosense webster, inc. Products. Opinion is the patient's leg moved frequently and then the sheath moved, causing bleeding from the sides of the sheath. The physician¿s judgement of health hazard was non serious (moderate/minor). Additional information was received. The adverse event was discovered post use of the biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was patient condition related. Patient was discharged from the hospital but then returned 2 days later reporting pain at the puncture site (sheath access site) and treated by hospitalization and walking rehabilitation. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was also inserted from the right thigh, but the physician considered that there was no causal relationship with the product. Patient has fully recovered.